Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was triggered for ventricular tachycardia (vt) episode. Electrogram review showed possible atrial driven tachycardia with undersensed atrial beats resulting in v>a criteria being met. The atrial sensitivity is programmed to fixed 0.75mv. Further review recommended was recommended. The device remains in service and no adverse patient effects were reported.